Event description:
A false (B)(6) result was observed on the advia centaur xp (B)(6) lot # 228 at this facility. The customer performed repeat testing and the results were (B)(6). The result is considered discordant when compared to another (B)(6) test method result that was negative. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens' customers outside the us april, 2012.

Manufacturer narrative:
The cause of the (B)(6) results for (B)(6) lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to (B)(6). It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered (B)(6) and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."